Manufacturer narrative:
Clinical review: based on the available information, the patient¿s liberty select cycler is disassociated from the events. There is no allegation or objective evidence indicating a serious injury, patient death, or other serious adverse event(s) related to a fresenius device(s) and/or product(s). Furthermore, there was no report a fresenius device(s) and/or product(s) failed to meet user expectations and/or manufacturer specifications. Plant investigation: plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.

Event description:
A peritoneal dialysis (pd) patient's caretaker reported that during an unknown phase of treatment the treatment had to be cancelled and the patient disconnected so the patient could be taken to the hospital. During follow-up, the patient¿s pd registered nurse (pdrn) stated the patient was hospitalized on (B)(6) 2023 and discharged on (B)(6) 2023 after undergoing medication adjustments due to tachycardia and uncontrolled atrial fibrillation (a-fib). Per the pdrn, despite the onset of events occurring during ccpd therapy, the events were unrelated to the patient¿s use of any fresenius product(s) and/or device(s). The patient has multiple unspecified cardiac comorbidities which caused the tachycardia, a-fib, and subsequent hospitalization. The patient continued to undergo ccpd therapy while hospitalized and resumed ccpd at home on (B)(6) 2023 without reported issue.